Manufacturer narrative:
The impella cp and the automatic impella controller data logs were returned for evaluation. The review of the data logs identified an event at the start of the case where the patient's aortic pressures increased significantly, as indicated by the placement signal, and was followed by a gradual decrease. This dramatic increase in the aortic pressure aligned with the administration of 1 amp of epinephrine. The placement signal sustained at the high pressure for some time. The gradual decrease in placement signal after it peaks indicates that patient bleeding was occurring. The initial inspection of the returned impella cp revealed tht the tip of the outersheath on the repositioning sheath was damaged; when viewed under magnification a number of splits were observed on the tip of the outer sheath. This damage contributed to the patient bleeding. The increase in the patient's blood pressure initiated the bleeding, and the damage on the outer sheath of the repositioning unit facilitated it. In conclusion, the root cause of the bleeding was a combination of the outer sheath damage and the increase in the patient's blood pressure. A corrective action has been initiated to address repositioning sheath damage of this type. The increase in the patient's blood pressure was related to patient condition and care, thus no corrective action is recommended in regard to the blood pressure portion of the issue. This failure mode will continue to be monitored and trended. (B)(4).

Event description:
The complainant reported that a (B)(6) male patient was taken by ems to the hospital after suffering chest pains for over 6 hours. The patient was reported to have a long cardiac history, and was recently diagnosed with renal insufficiency. The patient was admitted to the hospital. During catheterization, an occlusion of the left ascending artery (lad) was found. Once the lad was opened the patient went into a ventricular fibrillation (vf) arrest. The patient coded for several minutes, but was then stabilized. It was reported that "massive doses of blood thinners were administered to the patient during treatment." An impella cp was then placed in the patient without issue. During the exchange of the sheath to the repositioning sheath the patient again coded, resulting in the administration of 1 amp of epinephrine. As a result the patient's blood pressure rose to 270/110. At this point profuse bleeding from the impella insertion site began, requiring the physician to hold manual pressure at the site. Shortly thereafter a large hematoma developed from the insertion site down to the patient's knee along the medial side causing the leg to become mottled. The patient was taken to the operating room for femoral artery repair, where several layers of suture were wrapped around the artery to successfully stop the bleeding. No replacement blood products were administered to the patient. Impella cp support was continued, and the patient was successfully supported for over 59 hours. The impella was removed from the patient on (B)(6) 2016. The patient subsequently expired, but the physician reported that the patient outcome was not caused or contributed to by the reported issue at the insertion site.